Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pain - vagina [vulvovaginal pain]. Pain - applicator [medical device site pain]. Applicator plunger breaks in half [device breakage]. Applicator plunger breaks in half during insertion [complication of device insertion]. Case narrative: consumer reported via e-mail that the applicator plunger breaks during insertion or it doesn't come out with the applicator. No serious injury reported.